Event description:
Dr. (B) (6) was using the minnie support catheter to cross a calcified lesion when he noticed that the markerbands (embedded within the catheter wall) moved.

Manufacturer narrative:
The device in this case was not returned to vascular solutions for evaluation, and was discarded by hospital.